Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead; 407652 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with syncope. A transmission noted the right ventricular (rv) lead with chronic high thresholds. Also, the left ventricular (lv) lead was noted with possible high threshold. Possible brief ventricular undersensing was observed. The leads remain in use. No further patient complications have been reported as a result of this event.